Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Review of the download data surrounding the event does not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018. Prior to passing, the patient received an appropriate treatment event consisting of seven shocks. The patient was at home and was unconscious at the time of the event. It was reported that ems was present. At 16:24:10 on (B)(6) 2018, the device detected an arrhythmia. The patient's rhythm was vt at 200 bpm. The device released gel and five treatment shocks were delivered between 16:26:19 and 16:27:56 while the patient was in vt above 200 bpm. Following the fifth shock, the patient's rhythm was asystole for two seconds before transitioning back to vt at 210 bpm. The patient remained in vt for two minutes and three seconds before the rhythm degraded to vf. The patient remained in vf with variable amplitude for approximately six minutes before the rhythm degraded to asystole with low amplitude signal. A subsequent treatment was not delivered while the patient was in vt/vf due to the device delivering the maximum five shocks during a single detection sequence. The patient received two more shocks at 16:38:24 and 16:41:05 while in asystole. Following the last treatment shock, the patient remained in asystole until the electrode belt was disconnected at 16:41:29. The lifevest operated as designed. The lifevest is designed to deliver a maximum of five defibrillation shocks during a single detection sequence.